Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Field d4 was corrected to separate the serial # and catalog #. Getinge became aware of an issue with modutec device. As it was stated, the boom's cover was missing and nylon screws were damaged. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination. It was established that when the event occurred, the device did not meet its specification and it contributed to incident. In the time when the event occurred the device was not being used for patient treatment. When reviewing similar reportable events for the same device, we have been able to establish that is single and isolated event on modutec device. Unfortunately, subject matter experts did not receive enough information to conduct the technical investigation. Despite our several questions the pictures were not provided thus it wasn¿t established which cover was mentioned in the description. It is not possible to determine the root cause however the most likely root cause is related to collision. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturer. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights. As it was stated, the boom's cover was missing and nylon screws were damaged. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.